Manufacturer narrative:
No patient involvement. The fse determined the precision pump seal was the cause of the failed system checks reported by the customer. The system check failure mode is consistent with a malfunctioning precision pump as determined by the fse. Replacement of the pump seals resolved the issue. The cause of this event is a hardware malfunction. (B)(4).

Event description:
The customer reported failed calibrations on the laboratory's access2 immunoassay system serial number (B)(4). During guided troubleshooting, the customer performed two system checks which failed. A beckman coulter fse (field service engineer) was dispatched to evaluate the system. The customer was not questioning any patient results in association with this event.